Event description:
It was reported that an output anomaly wsa observed on the implantable cardioverter defibrillator. It was noted that during the patient's ablation the patient received inappropriate shock from their device. Intervention was performed. There were no patient issues.